Event description:
It was reported that stimulation didn¿t help with the pain it just made you think about something else and that the device had always been this way. The patient was feeling stimulation in her knees. The stimulation sensation was referred to as ¿shocks.¿ after speaking with the patient again it was reported that they had not had time to see a doctor yet about their spinal cord stimulation (scs) system, and there were too many other things to take care of right now. It was noted that patient¿s son fiddled with the programmer and was able to adjust the stimulation for her and she was doing well. The patient was encouraged to make an appointment with an hcp. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3887-33, lot # l59403, implanted: (B)(6) 1999, product type lead; product ID 7495-25, serial # (B)(4), implanted: (B)(6) 1999, product type extension; product ID 7434-e, serial # (B)(4), implanted: (B)(6) 2001, product type programmer, patient. (B)(4).